Event description:
Note: two boston scientific mesh devices were implanted into the same patient. This report pertains to the advantage. It was reported to boston scientific corporation that a pinnacle prolapse repair mesh and an advantage sling were implanted into the patient on (B)(6) 2016. The patient experienced complications and further surgery. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); thigh pain; difficulties with bowel motions; recurrent incontinence surgical interventions: on (B)(6) 2018 the patient underwent further surgery regarding the pinnacle implant under general anesthesia for the following purpose: release mesh.

Manufacturer narrative:
Correction - b5, h6. Block a1: meshc-20211029-500cc5aa. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a pinnacle implant was implanted into the patient on (B)(6) 2016 and a advantage implant was implanted into the patient on (B)(6) 2016. The patient experienced complications and further surgery. Device 2 of 2. Patient symptoms include: yesthi pain; diff bowel; rec incont; surgical interventions: on (B)(6) 2018 the patient underwent further surgery regarding the pinnacle implant under general anesthesia for the following purpose: release mesh.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.